Event description:
Customer reportedly obtained a result of 146mg/dl on her device while the dr's device read 76mg/dl. Customer was given juice. No adverse event reported. Requested return of suspect device and replacement was sent.